Event description:
Information was received indicating that a smiths medical set, admin, cadd, 108", spike tubing was reported to have a leak between the blue cap and white equashield. It was noted that the patient was not affected by these events. There were no reported adverse events.